Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "one shelf carton damaged and one pack had no expiration and lot number printed on the box."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for damaged shelf carton and missing lot number / expiration date were observed. Additionally, 2 retention shelf cartons from bd inventory were evaluated by visual examination and the issues of damage and missing lot number / expiration date were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes damaged shelf carton and missing lot number / expiration date. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "one shelf carton damaged and one pack had no expiration and lot number printed on the box."